Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded/loose drive support disk. No alarm noted. The insulin pump had cracked battery tube threads.

Event description:
The customer called to report that the drive support cap was protruding. The reported blood glucose reading at the time of the call was 225 mg/dl. Advised the customer that the insulin pump would be replaced. Nothing further was reported.